Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and one e ndeavor sprint rx drug-eluting stent implanted to the mid lad. The same day the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. Reference MFR # 9612164-2012-00008.

Manufacturer narrative:
(B)(4). Evaluation results inherent risk of procedure (myocardial infarction.

Manufacturer narrative:
(B)(4).